Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose was on (B)(6) 2016 564 mg/dl with confusion. The reporter noted the patient was hospitalized and treated with an insertion site change and insulin via injection, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. No pump malfunction was discovered during troubleshooting. It was alleged there was a pump malfunction of unknown cause. This complaint is being reported because the reported health event was attributed to a pump malfunction of unknown cause.